Event description:
Related manufacturer reference number: 1627487-2024-00051. It was reported patient's oxygen level started to lower during an implant procedure on (B)(6) 2023. As a result, the leads were pulled and procedure was abandoned. Patient recovered post-op.

Manufacturer narrative:
Clinical code has been corrected. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.